Event description:
It was reported and confirmed that it was discovered post-operative, the implant is not broken, however; the screws appear to be loose and/or broken which has caused the implant to shift. The surgeon will perform a revision surgery.

Manufacturer narrative:
The reported event could be confirmed as the surgeon provided the patient¿s imaging that showed the left tmj devices have loosened and the left tmj mandibular component is dislocated .it was determined that the left mandibular bone screws became loose resulting in the dislocation of the device. Several factors can contribute to components or bone screws becoming loose, such as bruxism, trauma, infection leading to osteolysis, low bone quality, pilot holes drilled without or with poor irrigation, or the component was not appropriately seated against the bone leading to micromotion with functional loading over time. Hence, the reason for this event cannot be determined until evaluating all those factors.

Event description:
It was reported and confirmed that it was discovered post operative, the implant is not broken, however; the screws appear to be loose and/or broken which has caused the implant to shift. The surgeon will perform a revision surgery.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : currently implanted.